Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the display blank. The no patient involvement reported.

Manufacturer narrative:
Resolution and disposition: the pse followed up with customer. He has had no further issues since reinstalling the 2.10 software.